Event description:
This pt received a cypher stent in the lad on 01/2004. Six months later, the pt underwent total knee replacement surgery. The pt was instructed to discontinue their plavix one week prior to the surgery. A few hours after the surgery the pt experienced a myocardial infarction and was emergently taken to the cath lab where angiography revealed thombus in the lad cypher stent. A 4.0 x 9 mm driver stent was implanted to treat the thrombus. The pt was discharged and is said to be in stable condition.